Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not displaying. A technical support specialist connected to the server and confirmed that the affected patient was listed as admitted in the system. The tss called the customer, who confirmed that the issue had somehow resolved on their end. The system functioned as intended after the issue was resolved on the customer end.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient information was either not displaying or was only displaying temporarily. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient information was either not displaying or was only displaying temporarily. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.